Event description:
During a left side electrophysiology procedure using a contact therapy cool path duo ablation catheter, a cardiac tamponade occurred. While collecting geometry with the contact therapy cool path duo catheter, no atrial electrograms were present and the catheter appeared outside of the geometry superior to the roof of the left atrial appendage. The patient became hypotensive and an echocardiogram revealed a cardiac tamponade. The physician performed a pericardiocentesis and a blood transfusion was administered, which stabilized the patient.

Manufacturer narrative:
One contact therapy cool path duo catheter was returned for evaluation. The device passed EKG noise, pressure drop, flow rate, and ablation simulation testing. The catheter also met steering force and curve specifications in the deflected and un-deflected state. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The exact cause of the reported cardiac tamponade remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.